Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon servicing the monitor was generating intermittent driven ground failure caused by faulty component j1001, the electrode belt connector on the monitor ca board. The root cause of the defective j1001 connector could not be positively identified, but was likely random component failure. No adverse event resulted from the defective j1001 component. The pt received a replacement monitor.

Event description:
While servicing the monitor of a (B)(6) female pt for an unrelated issue, a reportable problem was discovered. The monitor was generating intermittent failure of the driver ground. The pt ws issued a replacement monitor.